Event description:
Additional information: it was reported to boston scientific corporation that the radial jaw 4 single use biopsy forceps large capacity was pre-tested prior to use and the jaws opened and closed without difficulty and no other abnormalities were noted.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6) 2010. According to the complainant, after the procedure procedure upon inspection, it was noticed that the forceps needle was bent. The procedure was completed with this radial jaw 4 single use biopsy forceps large capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the needle was bent. The device riveting and welding was evaluated and met product specification. Functionally, the forceps jaws would open, but failed to close properly due to the bent needle. It is likely that the damage occurred through excessive force having been applied to the device while the jaws were opened. The directions for use (dfu) document cautions that "application of excessive force to the forceps may damage the device."the dfu documents also warns "do not try to withdraw a partially open forceps through a scope. Pull the forceps back to the channel opening and then withdraw the scope and forceps together." A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4).

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).